Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the past weekend the patient was using their reciprocating saw and said when they were using it they felt a vibration from the saw and felt the vibration in their whole body and said "it was mostly in my shoulders and head but whole body was shaking." They thought it could have been due to the movement of the saw when the blade got stuck on what they were cutting. There were no further complications reported. Information on loss of therapy see pe (B)(4).